Manufacturer narrative:
(B)(4): evaluation results: other (root cause cannot be determined based on info available); (stent thrombosis).

Event description:
Additional received stated that the previously reported death was due to respiratory failure and it was assessed that the event was not related to the study device.

Event description:
It is reported that patient death occurred approximately 12 months post index procedure. Cause of death is not provided.

Event description:
A 2.75mm diameter x 30mm length endeavor rapid exchange (rx) drug-eluting coronary stent was deployed in a pt with no issue reported. The target lesion, located in the lad #7, was described as a re-stenotic lesion, at bifurcation and exhibiting 90% stenosis and was pre dilated. However, it was reported that 1 month post deployment, the pt presented with acute heart failure (ahf) and 6 months post index procedure, occlusion was confirmed at distal part of the relevant stent. Management with ventilator was required; the pt was also rescued by medication. It was reported that the occlusion may have been occurred at the time of ahf. The physician commented as follows: "sufficient patency was confirmed by ivus, but long stent could be a risk factor of thrombosis". The pt is reported to be in remission and no other clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death). (B)(4).

Manufacturer narrative:
Update to event date for previously reported occlusion.